Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; leak testing and clamp-function testing identified a leak through the set due to broken occluder feet. The reported issue was verified; the cause was determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked through a clamp which would not close completely. The patient was connected to the transfer set when the leak was observed. The transfer set had been in use a little over a month. There was no patient injury or medical intervention reported. No additional information is available.